Event description:
Customer tested with their precision xtra meter and received a reading of 293 mg/dl around 6:00 am. A little after that, they experienced a hypoglycemic event and began to shake and fell down bruising their body. Paramedics were called and provided a comparison reading of approx 54 mg/dl. Orange juice and peanut butter were provided to raise glucose levels. Testing was conducted on the finger tips.